Event description:
The suction pump in a fluid management system for hysteroscopy stopped working during a procedure for uterine fibroids. Pt received 3000cc more glycine than necessary. Pulmonary edema and electrolyte imbalance occurred, requiring mechanical ventilation and an overnight stay in ICU. Pt was stabilized and was able to go home. Evalaution/inspection of the device by user facility biomedical personnel and MFR's rep was done. No operational or functional problems were found.